Event description:
It was reported before use on the patient, it was noted that the following information was missing on box: lot number, expiration date, needle designation. There was no patient involvement. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: however, visual analysis of the images shows one box of the product code sxmp1b409 and one of the boxes seems to have different print information; this side is the reverse of the box and no labeling issues were found on the product. The finished drawing was compared with the received image and all information was correct. As part of our quality process, the manufacturing records for this lot serial number were reviewed and manufacturing standards were met prior to the release of this lot. As part of quality process, all devices are manufactured, inspected and released to approved specifications. There may be other circumstances or issues that occurred while using the device that we were unable to duplicate during our lab analysis. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide procedure name and date. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. How was procedure successfully completed? Issue was detected pre-op. No procedure was involved. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m. Events reported via: 2210968-2022-02019.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one sealed box of product code sxmp1b409 was returned for analysis. Upon visual analysis of the returned sample revealed that a missing portion of the description of the device in the sealed box. Based on the information currently available, defective/ illegible print defect was identified during the investigation of the samples received. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.